Event description:
Customer stated that due to clutch lever being loose, the chair sometimes stops. Customer also alleges motor and gearbox are defective. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsi-cg, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1154294 rev h (jun-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Invacare (B)(4) representative called stating that the dealer, located in (B)(4), alleges that the clutch lever is loose, causing the chair to stop intermittently. No injury alleged. Replacement motor / gearbox on (B)(4).